Manufacturer narrative:
Occupation is lay user/patient. [Mw5081272]. The customer did not return any product.

Event description:
This event was reported by the customer to FDA as mw5081272. The customer complained of discrepant inr results with a coaguchek xs meter with an unspecified serial number compared to an unspecified laboratory method. The customer had 2 strip lots. It is not clear which strip lot was used at the time of the event. This medwatch will cover strip lot 27216321. Refer to medwatch with patient identifier (B)(6) for information on strip lot 27216523. The customer provided an example of the type of results she would get: the customer would test on her meter at home with a result of 4.9 inr. The result from the laboratory 1-2 hours later would be 3.4 inr. The customer took her meter to her cardiologist's office to make sure she was testing correctly. She was informed she was testing correctly. There was no allegation that an adverse event occurred. The customer did not return any product. Retention test strips (272163) were tested in comparison to master lot #28632180 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. No information was provided in the complaint that would point to a cause for the result discrepancy. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.